Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction d4- device inform sn: (B)(6), lot number: a000090847, and expiration date: dec 4, 2021. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000091183.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000091183. B3-date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. Investigation was unable to determine which of the leads attributed to the event. As a result, surgical intervention is pending to address the issue.